Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: twenty-six sealed lot encor biopsy probes and one original encor biopsy probe were returned for evaluation. Samples were randomly numbered for evaluation purposes. In all lot samples (#1-26), it was noted that the lot samples were sealed and unopened. The probe appeared clean with the aperture approximately 100% closed. The saline cap was returned. The proximal retaining cap was glued to the probe. No damage was noted to the rear housing. No other anomalies were identified. In the original sample (#27), the probe appeared clean with the aperture approximately 100% closed. The saline cap was returned. The protective tubing was removed from the needle with resistance. It was noted foreign material appeared on the tip of the aperture and cutter. Skiving was noted to the inside of the protective tubing. The proximal retaining cap was glued to the probe. No damage was noted to the rear housing. No other anomalies were identified. Therefore, based on the findings, the investigation is confirmed for the reported foreign material issue of the returned original sample as it was noted foreign material on the tip of the aperture and cutter. Returned lot samples with no alleged failure modes reported; therefore, sample analysis is not necessary. Lot samples will be retained in accordance with internal standard procedures. Although the samples were returned two electronic photos were provided and reviewed. The first photo shows that the needle tip of encor probe. It was noted foreign material appeared on the tip of the aperture. The second photo shows that the cutter part of the encor probe. It was noted foreign material appeared on cutter part of the device. Therefore, based on the photo review, the reported foreign material issue can be confirmed. A definitive root cause for the reported foreign material issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021), h11: h6 (method, result and conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported prior to a breast biopsy procedure, the device needle allegedly had foreign material. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that prior to a breast biopsy procedure, the device needle allegedly had foreign material. There was no patient contact.